Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a trasnmitter was not found. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Additional information: upon further review of the customer complaint, it has been confirmed that this is a non-reportable event based on the allegation only being against the tandem pump. Please disregard all information included in report number 3004753838-2016-88624. No further event or patient information is available.